Event description:
It was reported that the transmitter unpaired itself. Data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter unpaired itself. Data was provided for investigation. Confirmation of the complaint was undetermined. Product was provided for investigation. Confirmation of the complaint was undetermined via product. The probable cause was unable to be determined. The probable cause could not be determined. No injury or medical intervention was reported.